Event description:
The affiliate reported that the patient had a v-p procedure. After 2 months, the patient had excessive drainage syndrome. The surgeon adjusted the pressure many times to 200mmh2o but it did not work. The surgeon removed the valve and had a revision procedure. The patient is now out of the hospital.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that the proximal connector was missing and not returned. A tear / cut in the silicone housing as well as a needle hole in the needle chamber was noted. This could be due to a sharp or pointed object coming into contact with silicone housing during implant or explant but this could not be confirmed. As noted in the IFU silicone has a low tear / cut resistance. No occlusions were noted in the valve or siphon guard. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.